Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that after the device was successfully inflated once to 10 atmospheres then deflated, interaction with the anatomy and/or other devices as the device was advanced a little further resulted in compromising the deflated balloon material thus resulting in the reported material rupture; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na

Event description:
It was reported that the procedure was to treat the proximal right coronary artery (rca). The 2.00x15 mm mini trek balloon dilatation catheter (bdc) was inflated once to 10 atmospheres (atm) and then deflated. The bdc was advanced a little further and inflated again to 12 atm, but contrast was observed leaking from the balloon; a balloon rupture occurred. The bdc was removed and another same size bdc was used to complete the procedure. Reportedly, there was no resistance noted during advancement. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.